Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforations of organs") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforations of organs") in an adult female patient who had essure (batch no. A67117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, vaginal delivery (2), penicillin allergy, vaginal dryness, lack of libido, adenomyosis, menses irregular, menarche, multigravida and parity 2 (((B)(6) 2007), ((B)(6) 2009)). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: number of trailing coils: 3 and 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory positioning of the inserts. Pregnancy test urine - on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 17-apr-2019: lot number, reporter, medical history, lab data added from medical record. Pt of event perforation updated to fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage,") and fallopian tube perforation ("perforations of organs") in an adult female patient who had essure (batch no. A67117-invalid, a57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, vaginal delivery (2), penicillin allergy, vaginal dryness, lack of libido, adenomyosis, menses irregular, menarche, gravida ii and parity 2 (B)(6)2007), (B)(6)2009)). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6)2013 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). In (B)(6)2014, the patient experienced pelvic pain ("pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6)2016, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). In 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, dysmenorrhoea, uterine leiomyoma and abdominal pain lower outcome was unknown and the dyspareunia and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: number of trailing coils- 3 and 4. Discrepancy noted in removal date- (B)(6) 2017 and if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: satisfactory positioning of the inserts.; on (B)(6)2013: total bilateral occlusion. Pregnancy test urine - on (B)(6)2013: negative.. Most recent follow-up information incorporated above includes: on 19-apr-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast infections, bladder or urinary problems or changes, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid, abdominal pain, lower abdominal pain were added. Outcome of events abdominal pain and pain with sex from unknown to recovering/resolving were updated. New reporter and concomitant drug were added. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforations of organs") in an adult female patient who had essure (batch no. A67117-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, vaginal delivery (2), penicillin allergy, vaginal dryness, lack of libido, adenomyosis, menses irregular, menarche, gravida ii and parity 2 (((B)(6) 2007), ((B)(6) 2009)). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: number of trailing coils- 3 and 4 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory positioning of the inserts.. Pregnancy test urine - on (B)(6) 2013: negative.. Most recent follow-up information incorporated above includes: on 24-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.